Event description:
Patient presented back to the physician with continued symptoms, including headaches and pain with chewing. Patient was previously prescribed pain medication without resolution. Physician prescribed an anti-inflammatory medication and administered a steroid injection.

Event description:
Patient presented to the physician with tongue weakness, difficulty swallowing, and severe headaches. Physician prescribed pain medication.